Event description:
It was reported that the p4291 infusion sets were found to be "defective. Luer fitting leaked. This happened on two different infusion sets....h/c pt. Receiving terbutaline subcutaneous infusion for pre-mature labor contractions using a cadd-3 pump....noticed that the infusion pump holster was completely wet with IV medication after many hours...the medicine was not going into the body, but was instead being pumped externally...pt had excess contractions and almost full labor. Replaced the infusion set and noticed that the luer fitting at the end of the infusion set was cracked. Plus the luer lock wing does not fit properly....". Follow-up info obtained from the health care provider indicated pts medications were resumed with no further incident. Pt returned to baseline condition. The involved devices were discarded and were not returned to the mfg. However, previous orbit 90 device reports / investigations were conducted by the mfg. Mfrs evaluation: visual inspection of unused orbit 90, device set same lot samples recorded that a hairline crack was present on the molded knit line of the luer components, extending from the tip into the tubing pocket section. Evaluation of the in-house samples also recorded the same / similar results. The reported product problem was confirmed. During the course of this complaint investigation, add'l lots were identified where a similar defect may exist. Remedial action was immediately taken, in-house inventory was quarantined, the distributors of the orbit products were notified to contain inventory / cease shipments and the FDA recall coordinator in irvine ca was contacted. On 9/26/06 ICU medical initiated a voluntary recall of the affected orbit 90 devices.